Event description:
It was reported that during a percutaneous transluminal angioplasty, visualization issues occurred. The lesion was a proximal restenosis of a dialysis fistula located in the cephalic vein. During inflation of the peripheral cutting balloon in the stenosis, the physician could not visualize the balloon. The physician then deflated the balloon and added more contrast in the saline mixture and reinflated the balloon. He still encountered difficulties visualizing the inflated balloon. The physician then removed the peripheral cutting balloon from the patient without any issues. Upon removal one of the atherotomes of the balloon was found to be bent, however the balloon was able to be inflated outside of the patient without difficulties. The physician then exchanged the balloon for another peripheral cutting balloon, and the procedure was completed with no further difficulties. The result was excellent, and the patient status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon had evidence of being inflated. A microscopic examination found that the marker bands were present, visible and in the correct position. It was noted that one blade was bent 8mm from the proximal end of the blade and there was a mark on the balloon beside where the blade was bent. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty, visualization issues occurred. The lesion was a proximal restenosis of a dialysis fistula located in the cephalic vein. During inflation of the peripheral cutting balloon in the stenosis, the physician could not visualize the balloon. The physician then deflated the balloon and added more contrast in the saline mixture and reinflated the balloon. He still encountered difficulties visualizing the inflated balloon. The physician then removed the peripheral cutting balloon from the patient without any issues. Upon removal one of the atherotomes of the balloon was found to be bent, however the balloon was able to be inflated outside of the patient without difficulties. The physician then exchanged the balloon for another peripheral cutting balloon, and the procedure was completed with no further difficulties. The result was excellent, and the patient status was reported as 'stable'.